Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tkr, the patient presented with reduced range of motion. The implant had been in situ for years. A revision surgery was performed on (B)(6) 2022 to remove and replace a gns ii cmt tib size 4 {} right, a lgn ps high flex xlpe sz 3-4 10mm and a legion narrow ps oxin sz 6n rt. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to reduced range of motion. The complaint form reported that the ¿implant had been in situ for years¿. It was communicated that the clinical documentation was not available. Without the supporting clinical documentation, no clinical factors could be concluded to have contributed to the event. Patient impact beyond the reported reduced range of motion and subsequent revision could not be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that decreased range of motion can result from trauma, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, and/or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.